Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ crease / folding of implant: no observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side rupture "revealed directly by surgery" and on the front surface, the liquid is visualized in the form of a strip up to 6-7 mm thick" diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid" seen on ultrasound and contralateral side rupture; right side rupture found during surgery.

Event description:
Patient reported right side rupture "revealed directly by surgery" and on the front surface, the liquid is visualized in the form of a strip up to 6-7 mm thick" diagnosed via ultrasound. Device has been explanted.